Manufacturer narrative:
Other relevant device: product ID: sg-64, serial/lot#: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular treatment of a ruptured 100mm abdominal aortic aneurysm. It was reported deep vein thrombosis was observed in the patient approximately three weeks later. It was reported the patient also p resented with leg swelling. The event was assessed as related to the procedure. The patient was treated with medication and was hospitalized. The event was resolved. No additional clinical sequelae were reported and the patient is fine.